Event description:
It was reported that the customer answered yes to the following survey questions: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" Although requested further information was not provided.

Manufacturer narrative:
The reported issue of unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu could not be confirmed and the root cause could not be determined; no product was returned for investigation and no additional information was provided. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did find an increasing trend for the reported issue of ¿unresponsive keypads or stuck keys¿; however bd has initiated field actions addressing the keypad issues. Based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
It was reported that the customer answered yes to the following survey questions:"are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" Although requested further information was not provided.